Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete. Please reference literature at the following location: http://www.researchgate.net/publication/42110135_seven_to_twelve_year_results_with_versys_et_cementless_stem._a_retrospective_study_of_225_cases.

Event description:
It is reported that two patients underwent a revision due to heterotopic ossification.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The part and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant patient medical history is unknown. A definitive root cause cannot be determined with the information provided.